Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient described the irritation as a tender area under the breast. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised pulling the garment down, so it doesn't rub against the tender area. Follow up indicated that the irritation is improving.